Event description:
Customer called to report that the unicel dxc 800 synchron system generated erratic quality control (qc) results. Customer stated that approximately 10 to 15 milliliters of fluid was found on the spill tray over the reagent carousel. There were no events in proservice that would show a problem with the chemistry cartridge (cc) reagent level sense issues and fluid leak. There were cc sample level sense errors and "no reagent in cuvette" errors present. The field service engineer (fse) inspected the instrument and replaced the bubble generator for the reagent probes. The fse saw liquid on the reagent probe spill tray, but the probes were not leaking. The fse primed the probes and tested the level sense. The fse placed all of the reagents back on the analyzer and ran qc, all of which recovered within specifications. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no one was harmed by or exposed to the leak, and that patient treatment was not affected.

Manufacturer narrative:
(B)(4).